Event description:
It was reported that the customer recieved a button error alarm from their insulin pump. The customer's blood glucose level was 11.2 mmol/l.the customer was present at the queen elizabeth mother hospital clinical decision unit, but not further explanation was provided. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, cracked liquid crystal display window, scratches on liquid crystal display window, cracked battery tube threads, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.